Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The lot number was unavailable; therefore, the batch record could not be reviewed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a total parenteral nutrition (tpn) solution, produced using an exactamix valve set, was found to be cloudy. The issue was discovered during a pharmacy control check. No patient involvement or adverse event reported. No further information is available.